Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. The rv lead was successfully explanted and replaced. No additional adverse patient effects were reported. This product has not returned for analysis.